Manufacturer narrative:
A ge rep evaluated the system and flashed nodes, reloaded software, reloaded cal files. Removed and replaced systems interface pcbs, interconnect cable, and lemo connector. Reseated all pcb's and checked for loose cables. System operates as intended.

Event description:
Customer reported the system randomly locks up and will not fluoro. This problem has occurred during a case. No pt injury was reported.